Event description:
Additional information received notes that the right ventricular (rv) lead and left ventricular (lv) lead had also eroded. Rv and lv leads were explanted. The patient was in stable condition.

Manufacturer narrative:
A device history record (DHR) review was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The product was returned, and visual inspection was normal. The cause of infection could not be traced to the device.

Manufacturer narrative:
A device history record (DHR) review was performed, and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.

Event description:
Related manufacturer report number: 2017865-2024-71267. Related manufacturer report number: 2017865-2024-71268. It was reported that the patient had pocket infection. The pacemaker was explanted. The right ventricular lead and left ventricular lead was capped. The physician implanted a leadless pacemaker and placed the patient on an antibiotic therapy. The patient experienced no consequences.